Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.50 x 16 synergy drug-eluting stent, it was noted that the stent got dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination found that the stent was damaged and stretched in a distal direction over the distal tip. Proximal stent rows 1-3 were undamaged and crimped in place. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Stent crimp markings were present on the balloon indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.50 x 16 synergy¿ drug-eluting stent, it was noted that the stent got dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.